Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during lead implant the patient had phrenic nerve stimulation and the lead had poor thresholds. The lead was not used and replaced with a new lead. No further patient complications have been reported as a result of this event.